Event description:
It was reported by service report that the rivets that the bumper strip was sticking out from the litter and sharp edges were exposed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bumper strip.